Manufacturer narrative:
At this time, the pacemaker has not been returned for analysis. This record will be updated upon return and completion of analysis or if additional information becomes available.

Event description:
It was reported that an automatic lead safety switch due to out of range right atrial (ra) pacing impedance was generated three days after initial implant of this pacemaker. However, the patient was reportedly lost to follow up at that time. The patient presented for device change out due to normal battery depletion. The pacemaker was explanted and replaced. The patient's right atrial and right ventricular leads were tested using a pacing system analyzer (psa) during the procedure and measurements were acceptable. The leads remain in service with the patient's new pacemaker. No additional adverse patient effects were reported.